Event description:
Medwatch: alarming amount of chest tube output (approximately 800cc) in autotransfusion bag. There was question as to accuracy of measurement so drainage was put into another container where it measured 550cc. Decisions regarding further pt treatment are based upon accurate measurement of amount of bleeding. Pt was transfused 2 units of ffp, 5 units of platelets, 3 units prec and a variety of other products and medications. Did not return to or. Pt's condition was critical both before and after this event.